Event description:
It was reported that the tubing of a one-link non-dehp extension set burst. This occurred during a contrast injection at 4ml/sec (300 psi). This rupture reportedly occurred one inch away from distal end of the tubing, relative to the patient. The customer stated that the IV sites were located in the anticubital of the arm. There is no information as to whether or not this event resulted in a patient injury or an adverse event, though none were reported. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported that they used the set with a power injector. This device is not labeled for use with a power injector. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. Visual inspection identified that the tubing was burst. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The visual inspection confirmed the reported condition. The customer indicated that this device was being used in association with a power injector. Product code 7n8378 is not intended to or labeled to be in use with a power injector. The cause of the reported condition was determined to be off-label/unapproved use of the product. Should additional relevant information become available, a supplemental report will be submitted.